Manufacturer narrative:
The canister lid is completely shattered. The base of the canister shows a radial crack directly through the central mold gate. The canister is non functional. Conclusion: the damage observed during eval is consistent with the complaint description. The plastic of the canister lid is comparatively more brittle than current stocked parts.

Event description:
A pt was being treated for an ischemic stroke and when the pump was turned on, the pump canister and lid "exploded".